Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid resection, after receiving an error code, the blade tip was found to be broken on the instrument. The blade tip was found in the suction irrigation canister. Completed case with another device. No pt consequence.